Event description:
It was reported that during an attempted implant the right ventricular (rv) lead dislodged after the stylet was removed. Subsequently, sensing could not be obtained. A piece of flesh was wrapped around the helix and after being cleaned no sensing was still noted. Another rv lead was implanted without any issues. There were no adverse health consequences to the patient.